Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, when the shot is made, the staples are badly formed, and it is necessary to reinforce them with thread sutures. The procedure was delayed by 5-minutes. The procedure was completed successfully. There were no patient consequences.